Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition, and surgical intervention was performed to replace the lead. Besides intervention, there were no other adverse patient effects reported. At this time, additional information is not available (for example: whether or not this lead remains implanted and out of service or if the lead was explanted and will be returned for analysis). A supplemental report will be issued upon receipt of additional follow-up information.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition, and surgical intervention was performed to replace the lead. Besides intervention, there were no other adverse patient effects reported. At this time, additional information is not available (for example: whether or not this lead remains implanted and out of service or if the lead was explanted and will be returned for analysis). A supplemental report will be issued upon receipt of additional follow-up information.